Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header confirmed that the antenna portion of the header was missing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the damage to the header was consistent with damage from twiddling.

Event description:
Boston scientific received information that this lead exhibited high threshold measurements and was observed to have dislodged. It was noted that the patient suffered from twiddler's syndrome. An invasive procedure was performed. Upon opening of the pocket, the antenna on the header of the cardiac resynchronization therapy defibrillator (crt-d) was noted to be broken/separated. The device was explanted and replaced and the lv elad was explanted and replaced. No additional adverse patient effects were reported.